Manufacturer narrative:
(A2) age at time of event: 18 years or above. Device evaluated by MFR: a mustang 7 x 4, 20atm,75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 9mm in length and extended from the proximal markerband to 8mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. Difficult. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was located in an arteriovenous shunt and the balloon was inflated once before it ruptured.

Manufacturer narrative:
(A2) age at time of event: 18 years or above.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was located in an arteriovenous shunt and the balloon was inflated once before it ruptured.

Manufacturer narrative:
Age at time of event: 18 years or above.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.